Event description:
The reporter stated the user was in an invacare patient lift and r114 invacare sling, following the proper care plan established by the facility. As the lift was being turned by a certified nursing assistant and another cna was next to the resident, the resident leaned to the left side and slipped out of the sling. The resident fell to the floor and sustained lacerations to the left forehead, forearm, and shin. The user received x-rays which indicated "air space around the brain" (pneumocephalus). The user is following up with the appropriate care team.

Manufacturer narrative:
This incident is being reported in an abundance of caution due to the allegation of a possible serious injury. This patient lift was over 6 years old at the time of this issue and was manufactured by invacare invamex. The age of the sling couldn't be determined and has multiple manufacturing locations/suppliers. The pictures provided by the reporter appeared to show the sling and hanger bar were in proper working order. The allegation of the user leaning out of the sling and falling appears consistent with user error. The user was within the weight capacity of both of the patient lift (450 pounds) and the sling (450 pounds). The head laceration was treated with steri-strips. Air space around the brain is called pneumocephalus and refers to the presence of air or gas within the cranial cavity. The reporter indicated no further medical treatment was provided for any of the alleged injuries at this time. The exact underlying cause of the user falling out of sling during a transfer couldn¿t be definitively determined.

Manufacturer narrative:
The invacare representative visited the facility and reviewed the device in question and interviewed facility staff. Based on the additional information it was confirmed that the patient lift and sling were in good working order with no signs of deterioration or malfunction. The facility staff clarified that the user reached through openings in the sling and lunged forward during the transfer process resulting in the user falling and sustaining injuries. Based on the available information the most likely underlying cause of this incident is user error. There is no indication of a malfunction with the patient lift or sling.

Event description:
The reporter stated the user was in an invacare patient lift and r114 invacare sling, following the proper care plan established by the facility. As the lift was being turned by a certified nursing assistant and another cna was next to the resident, the resident leaned to the left side and slipped out of the sling. The resident fell to the floor and sustained lacerations to the left forehead, forearm, and shin. The user received x-rays which indicated "air space around the brain" (pneumocephalus). The user is following up with the appropriate care team.